Manufacturer narrative:
Through the course of the investigation, which included a review of qc kit release data and manufacturing records, no product problem was identified. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged discrepant flu a and sars-cov-2 results for one patient sample. The sample was from a pre-op screening patient with no symptoms. It generated a positive result for influenza a and sars-cov-2 in the first test and a negative results for all targets in the repeat test. The method sheet of the product indicates: the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system (cobas® sars-cov-2 & influenza a/b) is an automated multiplex real-time rt-pcr assay intended for the simultaneous rapid in vitro qualitative detection and differentiation of sars-cov-2, influenza a, and influenza b virus rna in healthcare provider-collected nasopharyngeal and nasal swabs, and self-collected nasal swabs (collected in a healthcare setting with instruction by a healthcare provider) from individuals suspected of respiratory viral infection consistent with covid-19 by their healthcare provider. No other patient information was provided. No harm was alleged. The negative result was reported out. The patient sample was a nasopharyngeal sample collected using yocon utm. The method sheet indicates the nasopharyngeal swab collection kits are: flexible minitip floqswab tm with universal transport media tm (utm) from copan diagnostics or bd tm universal viral transport (uvt) 3-ml collection kit with a flocked flexible minitip swab. Review of the customer data showed the initial positive result for influenza a and sars-cov-2 had CT values at the lod of the test. When a sample is generating CT values close to the lod of the test, the patient can be producing very low levels of the virus, and is expected to waver between positive and negative results in repeat testing due to the nature of the test. Investigation on the reagent kit lot did not identify any product issue.